Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route dental, lot number 0183d, frequency, expiration date unspecified). He mentioned that the top metal part of the device, which cuts the floss, fell off and he had to use scissors every time he used the floss. He thought that glue was missing from the metal part. He had been using our products for forty years. This report had no adverse event. After an unspecified duration, he discontinued using the device and switched to another brand of floss. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 04-nov-2013 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route dental, lot number 0183d, frequency, expiration date unspecified). He mentioned that the top metal part of the device, which cuts the floss, fell off and he had to use scissors every time he used the floss. He thought that glue was missing from the metal part. He had been using our products for forty years. This report had no adverse event. After an unspecified duration, he discontinued using the device and switched to another brand of floss. This report was considered as a reportable malfunction case in the united states. Additional information received on 12-dec-2013. A review of the complaint data revealed no unfavorable trends and no trend involving lot number 0183d. The visual evaluations performance of the retain sample met specification, the product dispensed properly and both components (cutter and dispenser) did not present damage. The review of the device history records and manufacturing related issues documentation demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. The cutter was manually assembled on the tap of the dispenser and when the bobbin was inserted into the dispenser for final packing, the operator tested each unit for dispensability and had cut the excess of floss around the cutter. The 100 percent inspection performed by the operator ensured that the cutter was correctly assembled to the dispenser. The complaint evaluated should be closed with a disposition of undetermined. The device was used as intended for treatment (general oral hygiene). Complaint trends would continue to be monitored. This report remains as a reportable malfunction case in the united states.